Event description:
The device was received with no complaint information. Attempts were made to reconcile the device with no success resulting in the creation of a new complaint.

Manufacturer narrative:
(B)(4). Date sent: 10/16/2024. D4: batch # a9ed9f. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the er420 device was received with no damage in the external components. Six(6) scissored clips were returned inside a plastic bag. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality; upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause of the customer reported experience is the firing of all of the clips and the instrument "will not fire" (activation of the lock out mechanism). In order to evaluate the condition of the internal components of the device had it was disassembled. Upon disassembling, no anomalies were found. The event described could not be confirmed as the device was returned empty. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.